Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with stored episodes of non-sustained rv oversensing. Review of the strips revealed myopotential oversensing. Programming changes were recommended.